Manufacturer narrative:
Insulin pump passed the rewind, displacement, prime/compromised force sensor system and excessive no delivery test. No excessive no delivery alarm noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that the device had alarmed multiple no delivery alarms. Customer's blood glucose was 490 mg/dl. Customer's blood glucose at time of call was 212 mg/dl. Customer treated with the device. After troubleshooting, customer was uncomfortable with the device. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.